Manufacturer narrative:
The account determined that the device will not be repaired. The device has been removed from operations, and placed in storage. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device arced at the motor power switch. No injuries were reported.